Event description:
The lay user / pt contacted lfs on july 6, 2009 alleging that their lancet holder was damaged. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter for the pt to contact lfs for a f/u. The pt first noticed the issue with the broken lancet holder at an unspecified time in 2009. The following day at an unspecified time, the pt reportedly had blurred vision and felt dizzy. The pt did not treat herself and does not take any diabetes medication on a regular basis. She did not seek any medical attention or contact her physician for assistance. The lancet holder is not a new product (out of box). Customer care advocate (cca) sent the pt a new lancet holder. No further clinical info was provided. It would have been helpful to know how long the pt's symptoms lasted and whether the pt attempted to test with just using the lancets. The complaint is being reported since the pt was unable to test due to the reported issue and allegedly developed symptoms suggestive of hyperglycemia afterward.

Manufacturer narrative:
Lot # or serial # of meter was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.